Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Event description:
A catheter disconnection was suspected. It was stated that while patient was seated in the shower chair, a palpable "bulge" was felt on the patient's back near the catheter. The patient was scheduled for an evaluation the next day on (B)(6) 2012. Per the reporter the patient was asymptomatic and clinically was doing "just fine." Drug delivered via the device was baclofen; patient had oral baclofen available if needed. Additional information was requested, but it was not available at the time of this report.

Event description:
Additional information received reported multiple events of withdrawal and surgical revisions. Following the initial event experience as previously reported, the healthcare provider (hcp) attempted a catheter dye study when the patient started to experience withdrawal and symptoms of increased spasticity, and pruritus. During the dye study, the hcp was unable to aspirate the catheter. The catheter was found to have migrated, and a catheter revision was done on (B)(6) 2012, at which time the hcp spliced a new catheter onto the existing one. Approximately 10 days post migration revision, the patient started again to have "major withdrawal" and was in the ICU at the hospital, since the date of (B)(6) 2012, with itching, scratching and return of spasticity. Another dye study was attempted by the hcp, but again the hcp was unable to aspirate. On (B)(6) 2013, the patient was taken back to the operating room for another revision, at which time when the pocket was opened, the catheter was found to be disconnected from the pump. The hcp removed the old connector and replaced that with a new connector segment, and at the same time replaced the pump. There was no allegation of pump malfunction, and the hcp chose to replace it as it was due to be replaced in 2 years. Following the revision, the patient had a new pump and catheter. The medication being delivered was baclofen. The patient outcome was not reported. Additional information has been requested, but was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).